Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that one infusion set fell off during use. The event occurred on (B)(6) 2024 and the set was in use for two hours. The patient's blood glucose level was180 mg/dl. Further, they changed the infusion set and resumed insulin deliveries successfully. No further information available.